Event description:
It was reported that during mapping of the right ventricle, poor sensing signals were seen on the electrogram. The physician tried new analyzer cables, a new analyzer, and a new lead and all had similar issues, so the physician thought it was an issue with the patient's anatomy. The first lead was removed and tested out of specification. The second lead was used to complete the procedure and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the lead was stretched. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation and inner tubing were kinked/buckled, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was damaged at implant. The analyst also noted that the lead was stretched causing the inner insulation tubing and inner insulation to buckle which prevents the helix from properly functioning.